Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm or beepings noted during testing. The pump had a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she was sleeping and the pump started beeping. Customer tried changing the battery and it was still saying button error. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.